Event description:
On 8/28/96 pt was admitted to hospital with thrombocytopenia and jaundice. Cardio echo revealed a large vegetation on the aortic valve. Allograft #6010024 (implanted 1/2/96) was explanted with a new allograft. Pt is in satisfactory condition.